Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon observed that the clip applier he was using was not forming clips correctly. When the instrument was fired, it would scissor the clip between the jaws. A second device was opened and test fired with the same result. At this point, a third device was opened with the same result. After three consecutive instruments each had the same problem, a fourth device with a different lot number from the first three was opened and the case was completed without further incident. The customer removed another unopened device with the same lot number from their shelves because they are not comfortable using instruments from this lot. That instrument will be returned with the other three for a total of four instruments returned. There was no pt consequences and o.r time was extended by 10 minutes. Four devices are being returned.